Event description:
Additional information has been received, clarifying that during the final phase of the procedure, while attempting to increase intraocular pressure (iop) through paracentesis, the cannula became dislodged from the syringe due to uncertain securing. This caused the cannula to detach and impact the iris ciliary bodies, resulting in iris hemorrhage, vitreous hemorrhage, and zonular rupture in the left eye. The patient was referred to a retinal surgeon. The hemorrhage has since cleared, and the patient has been discharged by the retinal surgeon with a visual acuity of 20/30 in the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of cannula came of the syringe, iris hemorrhage, vitreous hemorrhage, zonular rupture; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery (cataract extraction with intra ocular lens implant), an ophthalmic cannula came off the syringe. It was further reported that the patient experienced iris hemorrhage which was controlled intraoperatively. The procedure was completed. There was patient contact and slight patient harm. The current patient status was unknown.